Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Preoperative diagnosis: lumbar stenosis procedure: lumbar fusion, levels implanted: l4/5 it was reported that, intra-op, the surgeon was breaking off the 4.75 41-48mm crosslink set screw without the counter torque and when the set screw broke off while tightening, the remaining half of set screw touching rod sheared in half. Surgeon retrieved and removed set screw pieces and put a new crosslink set screw on. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: "visually confirmed the set screw is fractured at the proximal tip of the implant. The optical examination of the fracture surface appears to emanate from and follows the root of the internal thread tooth upward, and appears to be approximately parallel with the root of the tooth angulation, and has shear lines on the fracture surface. The internal hex displays witness marks and deformation at the corners, suggesting the set screw was tightened after break-off portion was broken off, utilizing the internal hex. The above observations are consistent with torsional overload."